Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance, an apparent lead fracture, and that the patient received inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.